Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was present still not detected. A field service engineer resolved this issue however there was no information was provided how the issue was resolved. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubies was present but still not detected. Customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.